Event description:
Reporter stated that customer received the following results on the mobile system: 21:08: 492 mg/dl, 21:13: 257 mg/dl, 21:14: 232 mg/dl, 21:18: 88 mg/dl, 21:20: 195 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.